Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned but was kinked before being fully advanced. Another was double curve used and a 33mm watchman laa closure device & delivery system (wds) was implanted. Transseptal puncture was attempted twice prior to getting to the left side of the heart. No pericardial effusion was noted throughout the case. One to two hours later, the patient's blood pressure was in the 80s and a roughly 3.1 cm effusion was found circumferentially. Pericardiocentesis was performed shortly and 400cc removed. Patient was discharged.